Event description:
The user facility reports the following: after placing a stent on the pulmonary artery on a pt, a pin hole at proximal end of balloon was noted during removal of catheter. No residual effects to pt.